Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the seed jammed in the cartridge during ejection of the quicklink loader.

Event description:
It was reported that the seed jammed in the cartridge during ejection of the quicklink loader.

Manufacturer narrative:
The reported event was confirmed as cause unknown. A picture of the sample in question was attached to the parent complaint record, showing a seed cartridge with what appears to be a seed askew at the bottom. The indicator showed the remaining quantity of seeds to be 18. It was difficult to tell from the picture exactly how many seeds were within the cartridge, but it is believed there are 19 seeds in the stack and one askew. It is unknown how/when the seed became askew. The pull tab was removed by pulling the tab to the left, therefore if a seed wa pulled along with the tab, it should travel to the right side of the stack. There are no known reports of parts moving from the stack when the pull tab is pulled out. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." Additionally, there is a troubleshooting section which instructs on conditions where "pushing the dispense button does not eject any items or produces a partial dispense."